Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis (fa). The instrument was found to have the main tube broken where it meets the brown plastic part of the hook tip. No material was found missing. Additionally, the instrument was found to have a broken conductor wire at the distal end. This failure was a result of the broken main tube and the hook tip being pulled out. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The root cause of this failure is due to mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook was found to have a bent tip while being used to extract the uterus. The tip was weak to use. A backup instrument of same kind was used. The procedure was completed with no report of patient injury.